Manufacturer narrative:
Returned product has been analyzed and was found in compliance with specifications. See attached investigation results. No broken or unwound files were returned.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that several (exact number unknown) profile vortex blue rotary files separated in the canal.